Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurement greater than 125 ohms since may 2019. Technical services (ts) reviewed possible causes and recommended a vector breakdown. Vector breakdown revealed right atrial (ra) coil to can was in the 80 ohms range, rv to can was >200 ohms, and rv to ra was >200 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was explanted and replaced during a device upgrade procedure from an implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurement greater than 125 ohms since (B)(6) 2019. Technical services (ts) reviewed possible causes and recommended a vector breakdown. Vector breakdown revealed right atrial (ra) coil to can was in the 80 ohms range, rv to can was >200 ohms, and rv to ra was >200 ohms. This rv lead remains in service. No adverse patient effects were reported.